Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise due electromagnetic interference (emi) during a surgical procedure. The noise was oversensed on the right atrial (ra), right ventricular (rv) and rv shock channels and resulted in pacing inhibition of greater than two seconds. It is unknown if the patient has an intrinsic rhythm. The device remains in-service. No patient symptoms or adverse patient effects were reported.